Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of electromagnetic interference and myopotential sensing resulting in oversensing were observed on the device. The device was reprogrammed to resolve the event. The patient was stable.